Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after a defibrillation procedure, patient had loss of therapy and it was not possible to establish a connection with the ins. The settings that were used for the defibrillation and how the procedure was done were unknown. When trying to interrogate with a clinician tablet, ins serial number shows on the screen but when attempting to connect the "no device found" message appeared. No communication possible with patient accessories (handset) either. It was further reported that the patient has been defibrillated very frequently of more than 10 times after a heart attack. No stimulation was felt anymore. Therefore, the ins was most likely broken. It was wondered if the lead was still functional. The patient will receive a new ins after the patient is recuperated from an ICD placement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.